Event description:
It was reported that the device was explanted; however, the explant reason is unknown. Follow-up with the health provider indicated that the device was explanted; however, they did not indicate why. They further indicated that the reason for the explant was not device related. Reportedly, the device was discarded. No other details were provided.

Manufacturer narrative:
Device not returned.